Event description:
A report was received via social media that the patient's stimulation was not giving any relief. The patient underwent an explant procedure however they could not remove the wires and it was giving a lot of pain. No further information could be obtained.